Event description:
It was reported that the caller's t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try different adapters and cables, but the issue persisted. Eventually, technical support decided to replace the pump. The customer reverted to manual injections for insulin therapy.